Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection" failed on the pump resulting in a hospitalization due to experiencing ketoacidosis. No additional information was provided pertaining to the "connection" issue or the type of treatment received.